Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device turned off and on again during ventilation. There was no injury reported.

Manufacturer narrative:
A device reboot was reported and could be confirmed via the log entries. The reboot was due to an inconsistency of the microprocessor system. We received the additional information that during the time in question mains supply was disturbed due to a failure of an ultrasound device.it can be assumed that the failure of the ultrasound device caused a high frequent disturbance. The evita 4 is designed and manufactured according to standard (B)(4) to withstand electromagnetic disturbances. In this special case it is assumed that the frequency range was above the range being required in (B)(4) and therefore could cause the described reboot. The device reacted as specified for this condition and rebooted to restore ventilation. In the event that the internal monitoring detects a deviation of the microprocessor system it is the specified behavior to trigger a reboot and to inform the user via the adequate alarms. A reboot takes about 8 seconds, during this time the safety valve is opened to allow spontaneous breathing. Thereafter the ventilation is continued with the previous parameter settings. No device failure was identified. The (B)(4) was exchanged as a precautionary measure. The device was put back into use after successful testing.